Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported that they had an adverse reaction to an unknown juvéderm filler three months after being injected. The patient had difficulty breathing and had to call 911 and go to the hospital and get an epipen injection. The patient was unable to provide the name of the filler they received but later called it hylenex.